Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process confirms that 100 percent functional inspection for leakage is performed during production. Maquet (B)(4) has initiated an internal process (B)(4) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when new information becomes available. (B)(4).

Event description:
It was reported that dripping - weeping blood from the gas exchange port was detected immediately upon use. Blood loss was reported to be less than 10cc. The device was swapped out for another. No reported pt effect. (B)(4).